Event description:
It was reported that this inflatable penile prosthesis (ipp) was no longer performing as expected due to fluid leakage at an unspecified location. A revision surgery was performed, upon examination it was found that the pump was not fully inflating. The device was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.